Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas and alleged the following: on (B)(6) 2014, patient had a blood glucose bg of zero (0), was cold /clammy/sweaty/not responsive and lost consciousness. Paramedics came to the house and brought bg up to 249 mg/dl by giving IV sugar solution. The patient did not go to the emergency room. On (B)(6) 2014, the patient¿s health care provider (hcp) instructed him to discontinue use of pump. On (B)(6) 2014, the patient visited the dietician, who downloaded pump: the reports did not show any bolus or basal being delivered. Patient does not have the downloaded reports at hand and will call back. The hcp and dietician both feel pump gave too much insulin. Patient reports no issue around site location; has scar tissue and avoids using those areas for site location; changes infusion set/cartridge every 3 days, no site infection. Patient is on sulfamethoxazole antibiotic for kidneys. The patient will continue on alternate insulin delivery until a replacement pump is received. This complaint is being reported due to the allegation the that pump delivered too much insulin causing the patient to experience hypoglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2014 t 9:18pm, no deliveries observed on (B)(6) 2014. No activity outside of normal use is observed. Tdd add up and reflect the basal target. The pump reflected 24u after a 24hr on 1u/hr duration test. The product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.